Event description:
It was reported that the patient received several inappropriate shocks for a rhythm in the ventricular tachycardia zone. The physician felt that the device should have withheld that therapy. Noise was also noted through the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk (std) review.